Manufacturer narrative:
The main component of the system and other applicable components are: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient¿s system was implanted on (B)(6) 2016. The physician¿s assistant (pa) checked the patient¿s impedance and it was out of range on (B)(6) 2016. One of the leads was greater than 20,000 ohms post-op. Troubleshooting was performed with a programmer. The surgical resident used the bovie after they turned the battery on. The hcp was going to take the patient back to the o.r. On (B)(6) 2016 and uncover the issue. The hcp had to unscrew the leads and retighten the screws and the impedance was fine after that. The patient was alive with no injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.